Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed and unable to recover, which located on pc 5n. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1 had defective rails and needed to be replaced. A field service engineer (fse) released the pockets from main drawers 1.1 and 1.2, powered off the station, removed the faulty drawer, and installed a new one. After powering the device back on, the fse logged into hardware test application (hta) to open the drawer, reinserted the medication pockets, and then restarted the device. Customer tested the device and did inventory successfully. The system functioned as intended after the field service engineer repaired the device.